Manufacturer narrative:
The customer technical support specialist (cts) assisted the customer through draining the vacuum isolator chamber (vic), replacing the vacuum filter, and rebooting the instrument resolving the leakage. The cts advised customer to run a startup while the instrument was open to see if the baths would continue to overflow. To date the instrument is operational. Service was not dispatched for this event. Failure mode of the leak was related to vacuum isolator chamber not draining and faulty vacuum filter. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that approximately 30 ml of fluid leaked from an overflow of the white blood cell (wbc) and red blood cell (rbc) baths. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.